Event description:
The report received from the affiliate indicated that approximately seven and one-half (7 ?) Months after the index procedure, coronary angiography was done during the follow-up period. The previously implanted cypher 3.0x 28mm stent (stent #2) appeared to be fine, but an in stent restenosis of less than 50% was reported in the previously implanted cypher 3.0x18mm stent (stent#1). Approximately eight and one-half (8 ?) Months after the index procedure, the patient complained of chest pain and went to a different hospital than the hospital for the index procedure. The patient was reported to have gone into cardiopulmonary arrest and was intubated and an intra aortic balloon pump (iabp) was inserted. Coronary angiography was done and thrombus was reported in the two (2) previously implanted cypher stents and the circumflex coronary artery. The late thrombosis in the left anterior descending (lad) was treated by aspiration of the thrombus and implantation of two (2) liberte stents: a 3.0x16mm and a 3.0x30mm stent in the proximal/mid lad. An additional bare metal stent, a liberte 3.0x24mm stent was implanted in the proximal circumflex coronary artery. The inflation pressures/times were unknown. There was only a small amount of thrombus noted in the distal right coronary artery (rca), so it was not treated. The physician's comment regarding the possible cause of the thrombotic event was that it may have been due to the patient catching a cold and having a fever and dehydration due to not drinking and hemodialysis.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the distal rca. The lesion was reported to be: de novo, concentric, tortuous, 10mm in length, vessel diameter of 3.0mm, an type b1. The lesion was pre-dilated with a 3.0x20mm balloon at 10 atm for 30 sec. A cypher 3.0x18mm stent (stent#1) was implanted at 20 atm for 15 sec. The stent was not post-dilated. Ivus was not done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Five days after the index procedure, the patient had another elective procedure. The target lesion for the procedure was the left main coronary artery to the distal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, eccentric, calcified, 30.9mm in length, vessel diameter of 3.3mm, and type c. The lesion was not pre-dilated. A cypher 3.0x28mm stent (stent#2) was implanted at 20 atm for 20 sec at the proximal/mid lad. A bare metal stent, a driver 4.0x12mm stent was implanted at 16 atm for 50 sec at the left main coronary artery. The two stents were not overlapping. The stents were post-dilated with a 3.5x15mm balloon at 16 atm for 20 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Report #9616099-2007-00723 and #9616099-2007-00724.